Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with cooladvantage to the inner thigh and may have developed paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: b5, d1, d4, d8, g1, g2 and h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral inner thighs using the cooladvantage applicator on (B)(6) 2021 and developed paradoxical hyperplasia (ph) after treatment. The patient was diagnosed with ph on (B)(6)2021 by a medical professional.